Event description:
It was reported that pump malfunction occurred while caller was performing pump update and malfunction code was displayed. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and completed reset, but pump could not be placed into storage mode, so case was used to address troubleshooting and possible pump replacement.